Event description:
The shell inserter broke during the acetabular shell insertion, but not when implanting the acetabular insert. There was no impacted on the pt. There was no delay in the surgical procedure.

Manufacturer narrative:
Most likely cause is that the impactor was not threaded on snugly for the entire impaction. When the instrument is not secure in the shell the loads are not transferred through the impact pad and instead are transferred to the threaded tip, causing excess load and metal fatigue.